Manufacturer narrative:
Additional information provided in d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., d.11., h.3., h.6., and h.10. The lens was returned in a specimen cup. Blood and solution is dried on the lens. Haptic and optic damage was observed. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The viscoelastic indicated is non-qualified for the lens/cartridge combination indicated. The root cause of the observed damage may be related to a failure to follow the dfu. The customer indicated the use of a non-qualified viscoelastic. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was cracked. It was found after implant. It was removed during the initial procedure and replaced with a backup lens. Additional information was requested.